Event description:
Information was received on april 16th,2020. The event occurred during patient receiving suctioning while intubated. The suction catheter would not pass, even after positioning patient and washing with normal saline to loosen mucous plug. Do to failure of suctioning, the patient endured inserting another tracheal tube with sedation of paralytic. Ventilator pressures were adjusted higher and increase oxygen level. The file is now considered serious injury reportable, as compromise of airway control was jeopardized. When the old tracheal tube was removed cause of event was related to kinked tube. Patient was successfully reintubated but at high risk for loss of airway management.